Event description:
It was reported that the patient presented to the emergency room with symptoms of low blood pressure, heart rates around 49- 51 beats per minute, fever, fatigue and a creatine level indicating renal dysfunction. It was thought the device pacing mode was subjecting the patient to prolonged periods of ventricular rates below the programmed lower rate. The device evaluation showed the device was undersensing the paroxysmal atrial fibrillation resulting in the device not mode switching. The moderately slow ventricular response to the atrial fibrillation kept the device in a pacing mode where there was reduced cardiac output and that was a result of the atria-ventricular desynchrony and the slow heart rate were felt to be responsible for the patient¿s symptoms and condition. The device pacing mode was reprogrammed to a different mode and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).